Event description:
Boston scientific received information from the patient with this implanted right ventricular (rv) lead that the tachycardia therapies were programmed off in the associated device after the delivery of inappropriate shocks. During the follow-up device interrogation, noise was observed in episode data, and the noise could be re-created clinically with arm movements across the chest. The patient's physician subsequently ordered the programming off of the tachycardia therapies. The patient reported the device originally was implanted after a work-related diving incident where her airway shut down and her heart rate slowed; the patient questioned why the device would need to remain implanted if it was programmed off, and expressed that she wanted the device explanted. A boston scientific patient services consultant (ps) discussed that the system was implanted based on the patient's medical needs, and that the patient would need to discuss next steps with her physician.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information from the local representative that the device and lead system were explanted in (B)(6) 2012 with no boston scientific representative present during the procedure. According to the local representative, a replacement system was not implanted as requested by the patient. There were no reported adverse events during or following the procedure. To date, the lead has not been received at boston scientific's return products department.

Manufacturer narrative:
To date, the device and/or rv defibrillation lead have not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific field representative reported that following a physician consultation, the device remained implanted with tachycardia therapies programmed off, and a scheduled lead revision was cancelled. The patient does not require pacing therapies. The patient had not withdrawn her request for device explant, and the representative did not know how or when the issue would next be addressed. This investigation will be updated should additional information be provided.

Event description:
Subsequently, boston scientific received information that this patient contacted patient services to ask about any advisories on the device or lead. The patient's device history is significant for delivery of inappropriate shocks that the physician suspects is being caused by the implanted right ventricular (rv) lead. Patient services was informed that the patient has been scheduled for an invasive procedure.

Manufacturer narrative:
To date, the rv defibrillation lead has not been returned to boston scientific for laboratory testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a copy of the user-facility medwatch report ((B)(4)) that this patient reported discomfort with arm motions and pain surrounding the device in (B)(6) 2011. The patient reported delivery of shock therapy when the patient's left arm was outstretched. The patient was hospitalized at that time and investigation revealed an insulation disconformity of the rv defibrillation lead. The patient was evaluated for a lead revision procedure, however, the patient refused further intervention and requested removal of the entire implanted system. At the last in-clinic follow-up, it was noted that the tachycardia mode had been programmed off since (B)(6) 2011. The bradycardia features remained programmed on at vvi 40 bpm. Additionally, the in-clinic follow-up observed significant electrogram noise on the rv defibrillation lead resulting in oversensing and low rv pacing impedance due to a primary lead insulation issue.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services in (B)(6) 2012 to report that this patient's attorney contacted the hospital to request an analysis report on the explanted device and rv defibrillation lead. The hospital's representative informed the attorney that product analysis reports are completed by boston scientific. At the time of the explant procedure, only the device was delivered to the hospital's pathology department. The hospital was unaware of the rv defibrillation lead's location. According to the local representative, boston scientific was never contacted to retrieve the device for laboratory testing. The attorney questioned the rv defibrillation lead's functionality and the results of laboratory testing. The local representative was making arrangements to have the device returned to boston scientific. The local representative commented that there had been no reported allegations or complaints against the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.